Manufacturer narrative:
System components: balloon, model- 72400024, lot sn- (B)(4), mfg date- 07/30/2018, exp date- 07/29/2023, gtin- (B)(4). Pump, model- 72400098, lot sn- (B)(4), mfg date- 08/20/2018, exp date- 08/19/2023, gtin- (B)(4).

Event description:
It was reported that the patient had an implant of an artificial urinary sphincter(aus) device and is still severely incontinent. The patent is using six to eight diapers a day. The patient's current condition was reported to be stable.